Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and a patient implanted for non-malignant pain and failed back surgery syndrome. The patient reported that they had intermittent stimulation ever since they fell in (B)(6) 2019. The rep performed an impedance check on the day of the report, and out of range impedances were indicated. The rep programmed the patient using electrodes with normal impedances, which resolved the issue. No further complications were reported or anticipated.